Event description:
The customer stated they received the error code 1111: rubella g calibration, mcal 1 too high, on the axsym analyzer. The abbott customer technical advocate (cta) instructed the customer to replace the probes and matrix cells, check the dispensers 1 and 3, decontaminate the solution 1, and replace the mup. All the troubleshooting was performed without resolution. The cta instructed the customer to centrifuge the calibrator prior to use which resolved the issue. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.